Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported that the patient moved during the procedure, causing the drill to deviate outside the facial bone, which made it impossible to proceed with implant placement at the site. Bone graft material and a collagen plug were placed. The site will be re-evaluated with a CT scan in 3¿4 months.